Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the single use 3-lumen extraction balloon would not deflate. The issue occurred, during a endoscopic retrograde cholangiopancreatography procedure. Impossible to deflate the balloon and insert it through the channel to be able to extract it. The duodenoscope had to be extracted with the balloon. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was discarded and not available for evaluation, the definitive root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use which state: (gk7056 rev.08) ·before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection-control risk, cause tissue irritation, perforation, bleeding, or mucous membrane damage and may result in more severe equipment damage. ·confirm that the balloon is completely deflated when inserting the instrument into the endoscope. If the balloon is not deflated completely, the distal end of the instrument may extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage, and could damage the endoscope and/or instrument. ·do not forcibly insert the instrument if resistance to insertion is encountered. Reduce the angulation (or lower the forceps elevator if applicable) until the instrument passes smoothly. The use of excessive force causes patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope and/or instrument. ·do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injury such as bleeding, mucous membrane damage, or edema may occur. ·do not inflate the balloon with any syringes other than the attached premeasured syringe. Otherwise, the balloon may burst and the pieces could remain in the duct. This could result in mucous membrane damage ·inflate the balloon only with air. Inflation with anything other than air may hinder expansion and contraction of the balloon. ·if it is difficult to pull the plunger of the premeasured syringe when deflating the balloon, detach the premeasured syringe from the air-feeding port. Olympus will continue to monitor field performance for this device.